Manufacturer narrative:
E1: event city: (B)(6). Event country: portugal. Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient visited emergency room due to high blood glucose event on (B)(6) 2026. The blood glucose had been elevated for greater than four hours and the high blood glucose had been treated with insulin pen.